Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: evaluation revealed that the label is peeled/missing. The display is dim/fading/reddish. The battery compartment is cracked below pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/fading/reddish and the battery compartment was cracked. This report is made based on results of investigation completed on 07/31/2015.